Manufacturer narrative:
(B)(4).

Event description:
It was reported that low impedance was observed during a normal device change out procedure. The left ventricular lead was suspected to be damaged. The device was explanted and replaced due to normal elective replacement indicator. The patient was stable post procedure.